Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in south africa, during a transfemoral tavr procedure, a 26mm sapien 3 valve was deployed in the aortic position. The valve was prepped by the crimp nurse according to protocol. During valve inflation, the valve wasn't positioned on the correctly on the balloon, possibly due to calcification or a possible fault of the device. The valve slipped off of the delivery system balloon and embolized after the inflation attempt. The doctor also could not see the radio opaque markers. At this point, the patient crashed and needed extensive resuscitation. The patient was then put on bypass. Due to several previous open procedures, the physician did not want to open the chest. Therefore, the valve was retrieved transapically. Difficulties were encountered during the retrieval of the delivery system. Attempts to withdraw the delivery system resulted in the balloon getting stuck in the sheath and separating from the delivery system. No issues with the insertion or tracking of the delivery system were reported, although when pulling the sheath, balloon and wire, the physician did have to give it a very hard pull. The balloon was removed when the wire and sheath were removed. The case was stopped/abandoned. The patient was placed on ECMO. On postoperative day (pod) 1, a new 26 mm sapien 3 valve was successfully implanted by the transaortic (tao) approach. Access vessel minimum luminal diameter (mld) measured 6.5 mm with minimal tortuosity noted in the peripherals, but significant calcification in the descending aorta, proximal to the bifurcation. Complications from the bypass / ECMO process resulted in injury to the patient leg. Amputation of the leg above the knee was required. The injury was not attributed to the tavi procedure, but rather from the bypass / ECMO cannula. The patient passed away 4 days after the event. The cause of the valve movement on the balloon was not determined.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the balloon was separated proximal to the inflation balloon to crimp balloon bond, with the balloon wings flared out. The inflation balloon was folded over the nose tip. The radiopaque marker was present. The guidewire limen was separated from the y-connector and adhesive was present on the y-connector at the guidewire lumen bonding. Review of the provided case imagery revealed the balloon was separated proximal to the inflation balloon to crimp balloon bond. The balloon wings were flared out and the nose tip wings was flared out. Minor gouges were observed on the flex tip. The guidewire lumen and crimp balloon appeared to be compressed at the triple marker, likely causing the triple marker to unevenly space out. The guidewire lumen was separated from the y- connector and adhesive was present on the y-connector at the guidewire lumen bonding. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other related complaints. Complaint history review from (B)(6) 2020 to (B)(6) 2021 for the commander delivery system (all models and sizes) revealed other similar complaints for the associated complaint codes. No edwards device defects or manufacturing non=conformances were identified in the evaluations. Available information suggests patient (calcification) and procedural factors (withdrawal of burst/torn balloon) likely contributed to the complaint events. The instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm. Delivery system removal: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on evaluation of the returned device. An investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. Separation of the inflation balloon and crimp balloon during withdrawal of the delivery system is an issue that has been previously identified in a product risk assessment (pra). As detailed in the pra, vascular tortuosity may impact the coaxiality of the delivery system relative to the sheath tip during retrieval causing the balloon to catch on sheath tip. The resulting force used to pull the delivery system into the sheath while the balloon is caught on the sheath tip may cause separation of the crimp balloon from the inflation balloon. As mentioned in the description there was tortuosity and calcification present in the patient. Which may cause non-coaxial retrieval of the delivery system balloon into the sheath. The resultant resistance upon device retrieval, may have been sufficient to separate the crimp balloon from the inflation balloon and subsequently the guidewire lumen from the y-connector. Although the exact cause was not able to be determined, available information suggests patient factors (tortuosity) and/or procedural factors (excessive manipulation during retrieval, non- coaxial withdrawal) may have contributed to the complaint event. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01385.